Event description:
Sigmoid colectomy. Slc55b dlu was used to divide the proximal colon and the ralc45 to divide the distal colon. A competitive product was used to complete the anastomosis. A leak test was performed and no leak was observed. On 3/8/2006, the surgeon advised sales associate that a leak had developed 3 days post-operatively. It was described from the surgeon that the pt was very sick from substantial amount of stool which had spilled into the abdomen through a leak at the anastomotic staple line. She also stated that it was inconclusive as to whether the leak was due to the competitive device or the ralc45 dlu. Pt remained septic and is still at risk for mortality at last report. A colostomy was performed.

Manufacturer narrative:
Device was disposed of by the hosp; unable to f/u. No conclusion can be drawn.